Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of an unknown green wire of approximately 303 cm of length. The returned device does not match with upn provided by the customer, however lot number in box returned matches with complaint lot number. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as an incompatible catheter was used during procedure. It is possible that the i.d. Of the incompatible catheter used was greater than the recommended i.d. And is therefore not compatible with the interlock .035 system. Due to the internal diameter of the microcatheter being too large, the coil may have relaxed and curled inside the microcatheter. This would lead to difficulties advancing, retracting and removing the coil from the catheter. (B)(4).

Event description:
It was reported that difficulty removing the coil occurred. The target lesion was located in the gastric vein. A 8mm x 40cm interlock¿-35 was selected for use. During procedure, the coil and pusher wire arms were interlocked in the introducer sheath before use and continuous flushing was performed. A non bsc stent was implanted in the gastric venous. Then the physician intended to use a .035 interlock 2d 8mm x 20cm which was out of stock in the hospital. After comprehensive assessment, he decided to use a .035 interlock 2d 8mm x 40cm. When the tip of the coil was out of the catheter about 7cm, the physician thought the length of the coil was too long, so he decided to withdraw the coil. The physician tried to remove the coil; however, it was out of control due to the interlock opened. Furthermore, attempts to pull the coil back together with the catheter were made but it could not be pulled back. The physician decided to use a capture device to catch the coil out of the patient; however, the capture device touched the stent and made it unstable so that the stent was hanging on the capture device. Finally, the stent and the coil were removed together with the capture device. No piece of detached coil was left inside the patient. The procedure was not completed due to this. The patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that difficulty removing the coil occurred. The target lesion was located in the gastric vein. A 8mm x 40cm interlock¿-35 was selected for use. During procedure, the coil and pusher wire arms were interlocked in the introducer sheath before use and continuous flushing was performed. A non bsc stent was implanted in the gastric venous. Then the physician intended to use a .035 interlock 2d 8mm x 20cm which was out of stock in the hospital. After comprehensive assessment, he decided to use a .035 interlock 2d 8mm x 40cm. When the tip of the coil was out of the catheter about 7cm, the physician thought the length of the coil was too long, so he decided to withdraw the coil. The physician tried to remove the coil; however, it was out of control due to the interlock opened. Furthermore, attempts to pull the coil back together with the catheter were made but it could not be pulled back. The physician decided to use a capture device to catch the coil out of the patient; however, the capture device touched the stent and made it unstable so that the stent was hanging on the capture device. Finally, the stent and the coil were removed together with the capture device. No piece of detached coil was left inside the patient. The procedure was not completed due to this. The patient's status was stable.